Event description:
It was reported that the device extruded two months after implantation. An intra-operative infection is considered. The device was explanted. Re-implantation is to be scheduled.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.